Event description:
The pt's automatic internal cardiac defibrillator (aicd) went off several times. The monitor revealed ventricular fibrillation and ventricular tachycardia, however, the aicd failed to convert the pt's rhythm. The pt was given lidocaine intravenously and externally defibrillated. The pt was taken to the or for evaluation and revision of the aicd. The jewel af 7250 generator was removed and exchanged for a gem dr 7271 and a ventricular rate sensing lead was implanted.